Event description:
Patient presented to the physician with a lack of efficacy from the inspire system. A system check was performed at the clinic visit where the physician observed a device sensing issue. CT scan was performed and the distal tip of the sensing lead was found to have migrated into the pleural space. Physician brought the patient into the or and confirmed that the distal sensor tip had migrated. Physician replaced the sensing lead with no further issues. The revision surgery restored therapy and the issue is now resolved.